Event description:
The reporter noted the laser fired a series of pulses after application of high voltage power, but before any signal was given to the laser to fire. The laser self fire event occurred during a routine customer calibration and therefore there was no pt or operator in a position to make contact with the laser energy; no injury occurred.